Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-06971. It was reported via user facility medwatch (B)(4) that balloon rupture occurred. The target lesion was located in the calcified proximal left anterior descending artery (lad). A 2.5x12 mm nc emerge® balloon catheter was advanced for dilation and the device was initially inflated at 16 atmospheres for 10 seconds. Second inflation was performed at 14 atmospheres for 5 seconds and third inflation was 28 atmospheres for 62 seconds. However, during the fourth inflation at 28 atmospheres, the balloon ruptured after being inflated for 10 seconds. The device was removed from the patient. Another 2.75mm x 8mm nc emerge® balloon catheter was advanced for dilation and the device was initially inflated at 20 atmospheres for 9 seconds. However, during the second inflation at 20 atmospheres, the balloon ruptured after being inflated for 17 seconds. The device was removed intact. No patient complications were reported and the patient was discharged in a good condition on the next day.